Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer displaying an error message when connected. The defective transducer was returned, and investigation was performed. The cause of the issue was determined to be gastro flex thermistor trace being cracked and open because of insufficient cable assembly and/or gastro flex reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since march 2017. The defective transducer returned from the customer site was manufactured prior to the corrective action. The issue at the customer site was resolved by providing a replacement transducer via the service process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, a usaquisitionhw_31 warning message window opened when the transducer was connected to any port or system. There was no patient involvement. No additional information was provided.